Event description:
It was reported that the patient presented for follow up. A device interrogation revealed low pacing impedance exhibited by the right ventricular lead. A chest x-ray showed a possible lead integrity issue. No interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: h6 - medical device problem code; not update in previous report.